Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided information; however, the reported patient large physical stature and length of time implanted are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
The patient was revised due to poly wear.